Event description:
The (B)(6) at the hospital reported the following event: on (B)(6), 2007 during a liver surgery, it has been reported that after about 8 minutes of use the selector handpiece at 100% power, the handpiece stopped functioning. Completion of the surgery, the handpiece was examined. Observed that the sonotrode was partially broken. No pt injury was reported. Since (B)(6), 2007, it is the fourth sonotrode that breaks at the same level. The devices are available for investigation (lots: 059eg-038mf - 047mg - 037mg).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.